Event description:
It was reported that there was oversensing noise observed on the electrogram (egm), short v-vs, and non-sustained tachycardia on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: a proximal portion of the lead was received measuring 35 cm. A distal portion of the lead was received measuring 35 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage, concomitant product: product ID: 6949-65, implanted: (B)(6) 2005. (B)(4).